Event description:
Customer purchased an intelect mobile combo. When used on the patient, it gives shocks when the intensity is low. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only. Evaluation results: during software update to the stimulator board channel #1 failed. Completed a power up test, and replaced stim boards. Replaced ultrasound crystal on applicator and recalibrated due to cosmetic issues. General updates to software; control board 2.3, stimulator board 2.3, generator board 2.5.